Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a unspecified repairs with no further information provided. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device's battery was not holding a charge. There was no reported patient or user involvement and no adverse patient/user impact.